Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
The customer is reporting (B)(6) reaction with cells 7 and 11 of the 0.8% resolve panel a cells lot vra231 with a sample with (B)(6). Issue started on: (B)(6) 2015: frequency: 1 sample, cell (donor #) affected: cell 7 and 11, methodology used: manual gel, reaction grade obtained: neg, customer was expecting: positive result, test repeated: yes, result obtained by repeating: negative, method used to repeat: manual gel, other relevant details: incubated to 30 minutes, the sample had previous history of (B)(6). The sample was first tested with screening cells- cell I was (B)(6). Customer does not qc panel cells. For all other reagents qc was acceptable. The patient did not need any transfusions. The customer is concerned with the (B)(6) antibody not reacting with cells 7 anf 11 of lot vra231. Last qc run: (B)(6) 2015: sample type: edta, cards /cassettes/ storage condition temperature: as per IFU, visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. On-board storage time: as per procedure. Off board storage temperature: as per procedure. Stored underneath direct light source: yes/no? No. The customer repeated testing with specially selected k antigen positive cells tested in manual gel. They had weak to 1+ reactions. Ocd discussed the possibility of a weak low titer antibody and discussed the possibility of weaker antigenic expression in different donor cells.